Event description:
It was reported that the customer's insulin pump was malfunctioning. It was alarming no delivery and the customer was not getting any insulin and her blood glucose was 23.8 mmol/l. Caller stated that the customer was using a pen because they were not able to clear the no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.